Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacturing representative that the patient felt shocking through their body that happened intermittently. The patient had also been experiencing a tingling/reaction when they used their cellphone or if their cell phone was next to them when they charge. It was noted that a year ago the patient experienced something similar and by switching the device on and off the problem became better and eventually disappeared.

Event description:
Additional information received from the manufacturing representative reported that they met with the patient and tried all the troubleshooting methods but the patient was still experiencing major shocks. The physician programmer did not show out of range impedances on the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.